Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2022. The patient mentioned obtaining alleged inaccurate high blood glucose readings of ¿over 400, 121, 471, 328 and 150 mg/dl¿ with the subject meter. The patient manages their diabetes with insulin on a self-adjusting dose. The patient claimed that 2 days after the alleged issue began, they administered an increased dose of insulin (amount not specified) due to the alleged issue and became ¿dizzy and sweaty¿. The patient denied receiving any treatment above and beyond their usual routine of diabetes care and management for the reported symptoms. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.